Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object at the tip nozzle and the tip of the objective lens could not be identified. There was no deformation in the area where the foreign object remained. It was confirmed that the instructions for use were followed. The detection method is described in chapter 3, preparation and inspection, of the instruction manual for evis lucera gif/cf/pcf type 260 series operation. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.